Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having high blood glucose. Customer's blood glucose was 307 mg/dl and recent blood glucose was 377 mg/dl. Customer treated high blood glucose with the insulin pump. Troubleshooting was done. It was found that the insulin pump alarmed no delivery on 12/11. The customer was assisted to perform high pressure test and test passed. It was found that the cannula was bent when the customer was asked to remove the infusion set from his body. Advised the customer the tpaks infusion sets and reservoirs would be replaced. No further information provided.